Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used for a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure the device was tested outside the patient. There was no visible damage to the device. Reportedly, the user experienced resistance extending and retracting the tines, prior to inserting the leveen needle electrode through a needle guide. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used for a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure the device was tested outside the patient. There was no visible damage to the device. Reportedly, the user experienced resistance extending and retracting the tines, prior to inserting the leveen needle electrode through a needle guide. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported issue of electrode tines difficulty extending and retracting. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device was performed; no anomalies were found. Functionally, the array was able to be extracted and retracted; however, slight resistance was encountered. The slight resistance felt when extending and retracting the array may be what the customer experienced at the time of use; however, an exact cause for the event could not be determined at this time. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.